Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system had an intermittent video problem prior to a case. The procedure was rescheduled and no pt injury was reported.